Manufacturer narrative:
B3: event date unknown. Device evaluation: neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode "a0282 - leaking" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that a section of the cassette split and there was subsequent leaking of the epidural solution. There was patient involvement but no patient harm/adverse event reported.